Manufacturer narrative:
Additional information section d9: device available for evaluation? Yes section d9: date returned to manufacturer: aug 27, 2021 section h3: evaluated by manufacturer: yes device evaluation: no complaint lens was received, and therefore no product evaluation could be performed on the lens. Visual inspection under magnification of the returned cartridge presented with a cracked tip. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported that the lens was damaged and added that it was defective. Additionally, there was no patient contact. Follow-up was done to get additional details but the customer was unable to provide any further information.